Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may -2014) is considered to be the best estimate. Updated data : a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no, UDI no, corporate lot no, expiry date), d6.b (date of explant), g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 ¿ patient was diagnosed with large incarcerated incisional abdominal wall hernia thereby underwent open repair with implant of ventralex mesh (device 1). Per operative notes, ¿in the upper abdomen, a large hernia sac was reduced and surrounding fascia was closed using sutures. Adhesions were divided and sac along with omentum was excised. A ventralex mesh (device 1) was placed towards the parietal wall and secured with sutures. The fascia was closed and secured with sutures.¿ (B)(6) 2022 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent robotic assisted laparoscopic repair with removal of prior mesh (device 1) and implant of ventralight st using echo ps mesh (device 2). Per operative notes, ¿in the midline, the hernia defect just superior to the umbilicus was noted and reduced. Adhesions were lysed. Dense omental adhesions surrounding the prior mesh (device 1) was taken down. The mesh (device 1) was noted to be displaced from the superior border of the hernia defect and folded on itself in several places. The mesh (device 1) was taken off the fascia and removed from the abdomen. The large hernia defect was closed with sutures and ventralight st using echo ps mesh (device 2) was placed and defect was closed and secured to the anterior abdominal wall using sutures. The smaller, inferior hernia defect was closed and secured with sutures.¿ .

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.